Manufacturer narrative:
The technician found the metal frame of the foot side rail is twisted. Per the hill-rom service manual the advanta bed requires an effective maintenance program preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. The technician replaced the foot side assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the foot side rail is jammed and will not lower or raise to the latch position. No patient injury reported.